Event description:
It was reported that on or about (B)(6) 2014, the patient sustained a ¿glf¿ (ground level fall) with subsequent loc (loss of consciousness). The patient followed up with the primary care provider soon thereafter. The patient noticed subsequent progressively higher amplitude requirements until (B)(6), when the patient noted a complete loss of paresthesia. It was reported the patient had high impedances greater than 40,000 ohms on several electrodes. There was a lead/extension issue, specifically a break/fracture at an unknown location. Reprogramming was required as a result of the event. Impedance testing, x-rays and an MRI was performed as troubleshooting. The product issue was not resolved. The cause of the issue was a patient fall. The patient¿s symptoms included less than 50% therapy relief at the device pocket. The patient¿s status was noted to be alive with injury. Of note: the patient¿s medical history included diabetes mellitus, type 2, hypertension, coronary stents post ami, multiple arthroplasties, fusion with instrumentation of 2-5. The patient reportedly sustained a new onset of sacroiliitis resultant of the fall. Additional information received reported it was unknown if reprogramming provided effective therapy. It was noted the patient was going to use therapy for ¿a while¿ to determine whether or not he was receiving effective therapy. The patient was going to contact the manufacturer representative (rep) should the need arise. There were reportedly no future plans and everything was noted to be pending the patient¿s report. There were no reported plans to revise the leads at the time of the current report. A supplemental report will be sent if any additional information is received.

Event description:
Additional information received reported the patient was seen for follow up, 6/8 electrodes on lead 2 were out of normal impedance range. The patient wished to proceed with the lead revision.

Event description:
Additional information received reported the lead revision was performed. The explanted leads were discarded by the facility.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), explanted: (B)(6) 2014, product type: lead.

Event description:
Further follow up information reported that the patient had lead revision surgery on (B)(6) 2014 and confirmed that the explanted leads were discarded by the facility. There were no immediately evident complications and it was reported that the patient was receiving effective therapy. If additional information is received, a follow-up report will be sent.